Event description:
Customer reported the passport 2 monitor intermittently shuts down, which may have affected patient monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the unit. Corrections included replacements of a component in the cpu board, nibp tubing, and software upgrades. Unit was calibrated and safety tested to factory specifications.